Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device failed to charge during operational testing and won't recognize therapy cable or load. There was no patient involvement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. As soon as the device was turned on with the returned pca installed, the following error message displayed on the screen: "therapy disabled due to system failure". Troubleshooting revealed that the pins on the j16 connector had lifted. After touching up the pins, functional testing was conducted and completed without issue. Upon conclusion of the analysis, the reported problem was verified and the processor pca was found to be defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to charge during operational testing. There was no patient involvement.